Manufacturer narrative:
Correction: in the initial reported submitted to the FDA, it was reported that the patient had her breast prostheses reimplanted in 2015. The reimplantation was already reported to the FDA in manufacturer report numbers 1645337-2021-05067 and 1645337-2021-05069. Surgical intervention and off-label use are no longer applicable to this report. The capsular contracture event detailed in this report occurred after the reimplantation. (Event date 2018) manufacturer¿s reference number: (B)(4). Block b1 "is product problem" should not be checked. Block h6 "health effect - impact code" has changed from f19 surgical intervention to f15 recognized device or procedural complication. Block h6 "medical device problem code" has changed from a2304 off-label use to a24 adverse event without identified device or use problem.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention to treat capsular contracture. Breast prostheses were re-implanted into patient. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american & hispanic female patient who underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient underwent surgical intervention in 2015 to treat the bilateral capsular contracture and the breast prostheses were re-implanted in the patient. Mentor breast prostheses are single-use devices and re-implantation goes against the IFU. The patient continues to suffer from capsular contracture following the 2015 surgical intervention. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.